Event description:
It was reported that the (B)(4) intraocular lens was inserted into the pt's eye and then removed due to capsular damage. Another lens of different model and diopter was implanted. The pt status was described as doing fine. Add'l info has been requested, but has not been received. Please reference MDR# 1119279-2012-00031 for the delivery device.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found both haptics bent. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.